Event description:
It was reported by the aci sales professional that a male patient with a normal blood pressure, underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 5f procedural sheath. A pre-procedural femoral angiogram revealed a heavily calcified artery. Post procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that when the physician was attempting to retract the device to the distal tip of the sheath (1st stop), a balloon rupture occurred. The physician removed the device and converted the patient to manual compression. Successful hemostasis was achieved. The patient was reported to have been discharged to home without clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1105602) indicated that the mynx device met all established performance criteria prior to shipment.